Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, drawing, instructions for use (IFU), quality control and trends was conducted during the investigation. One kcfw-5.0-18/38-45-rb-anl0-hc sheath was returned with the cap separated from the hub. Upon visual inspection of the sheath, there appeared to be separation approximately 18 cm from the distal tip. Along the entire 18 cm from the distal tip to the point of separation, the sheath was accordioned. The cap pinned up to 0.095, which is within the tolerance. The flare appeared severely damaged, however, it appeared to be of the appropriate size. There is no evidence to suggest the product was not manufactured per specification. The instructions for use lists steps for removing the sheath, including, " # 2. Insert the introducer dilator over the wire into the sheath and # 3. Withdraw the sheath and dilator as a unit." Based on the description of the event and the appearance of the returned complaint device, it is feasible to suggest that the dilator not being placed into the sheath upon remove along with patient anatomy contributed to this failure. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
During an endovascular intervention procedure on a (B)(6) male patient, the physician went to pull the sheath for removal, but did not put the dilator back in the sheath. The hub valve separated from the sheath while attempting to remove it. They were still able to pull the sheath to remove it from the patient. The patient had a high tight bifurcation which could have contributed to the incident. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a endovascular intervention procedure on a (B)(6) male patient, the physician went to pull the sheath for removal, but did not put the dilator back in the sheath. The hub valve separated from the sheath while attempting to remove it. They were still able to pull the sheath to remove it from the patient. The patient had a high tight bifurcation which could have contributed to the incident. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.